Event description:
Information was received from a consumer regarding a patient receiving saline via an implanted pump. The patient¿s medical history included that she had lost (B)(6) pounds in 2 years and she could not stop losing weight even though she ate. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the pump was implanted in a bad place and it had moved many times. The pump was implanted in the patient¿s right butt cheek. The pump was hitting the rim of the toilet and per the patient, she ended up on the toilet a lot. This was the reason she had the pump implanted because her stomach was all screwed up from taking oral narcotics for (B)(6) years which they thought had taken a toll on her liver, pancreas, and kidneys. They wanted the pump to help with her digestion. The patient was concerned because the pump had shifted so many times out of place. She heard when the pump was implanted that the pump cannot move a lot. The pump had been moving like crazy. The patient had to take her arm that had a large tear in the rotator cuff and hold the pump while she was on the toilet, so it was not hitting the rim directly. The pump still did not have medication in it. Per the patient, the original plan was that the pump was going to put in; then they would perform a dye study ¿to ensure the medication was not going to her brain and that everything was situated fine¿; and then put the medication in the pump. Now they just wanted to put the medication in the pump with no dye study and take her off the oral medication. While before, they told her they would wean her off the oral medication. No further complications have been reported as a result of this event.